Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 200 mg/dl and over 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection. The customer stated that they change the infusion set and prime the tubing they get a no delivery alarm. Declined troubleshooting for the no deliveries because they were able to get it working when the remove it from the pump and reconnect the plunger and push insulin through. Customer's outcome pertaining to the complaint. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.